Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose level of 300 mg/dl. Customer alleged the amount of time it took for the bolus to deliver was ¿too long¿. Recommendation was made to discuss diabetes management with a health care professional.